Event description:
The customer reported via phone call that his blood glucose went up to 400 mg/dl. Customer treated with manual injection and changed the infusion set. Several hours later, after lunch, his blood glucose as 99 mg/dl. Customer declined to be transferred for further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.